Event description:
Purchased new dexcom g7 to replace my prior sensor. The sensor did not work after applying it, putting my sugar levels at risk. I have been a using this product consistently for four years and can confirm the sensor was properly adhered.